Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of pulmonary embolism and recurrent deep vein thrombosis was admitted to the hospital and scheduled for vena cava filter placement. The filter was deployed without complication and the patient was stable at the conclusion of the procedure. The patient was discharged from the hospital two days post admission with understanding to follow up the following day for evaluation of urologic status. Approximately three years nine months post filter deployment, a fistulogram and inferior vena cavagram were performed to evaluate for possible central stenosis. Under ultrasound guidance, the right loop av graft in the upper leg was accessed and contrast was injected. There was high grade stenosis at the proximal common femoral vein. The catheter was advanced beyond the stenosis and demonstrated two filter limbs extending beyond the margin of the caval wall. There was no evidence of related complication. Venous angioplasty was performed in the stenotic lesion and the lesion was dilated down to 10% residual stenosis. The patient was hemodynamically stable at the conclusion of the procedure. No complications were encountered and the patient tolerated the procedure well. Recommendations were made for the dialysis staff to continue monitoring flow of the av graft. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately three years nine months post filter deployment, imaging demonstrated two filter limbs extending beyond the margin of the caval wall. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall by filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of pulmonary embolism and recurrent deep venous thrombosis was scheduled for vena cava filter placement. The filter was deployed without complication and the patient was stable at the conclusion of the procedure. Approximately three years nine months post filter deployment, a vena cavagram performed to evaluate for central stenosis demonstrated two filter limbs projecting beyond the margin of the left caval wall. There was no evidence of related complication. No additional information was provided in the medical records received.

Manufacturer narrative:
Medical records were received and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of pulmonary embolism and recurrent deep vein thrombosis was admitted to the hospital and scheduled for vena cava filter placement. The filter was deployed without complication and the patient was stable at the conclusion of the procedure. The patient was discharged from the hospital two days post admission with understanding to follow up the following day for evaluation of urologic status. Approximately three years nine months post filter deployment, a fistulogram and inferior vena cavagram were performed to evaluate for possible central stenosis. Under ultrasound guidance, the right loop av graft in the upper leg was accessed and contrast was injected. There was high grade stenosis at the proximal common femoral vein. The catheter was advanced beyond the stenosis and demonstrated two filter limbs extending beyond the margin of the caval wall. There was no evidence of related complication. Venous angioplasty was performed in the stenotic lesion and the lesion was dilated down to (B)(4) residual stenosis. The patient was hemodynamically stable at the conclusion of the procedure. No complications were encountered and the patient tolerated the procedure well. Recommendations were made for the dialysis staff to continue monitoring flow of the av graft. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of pulmonary embolism and recurrent deep venous thrombosis was scheduled for vena cava filter placement. The filter was deployed without complication and the patient was stable at the conclusion of the procedure. Approximately three years nine months post filter deployment, a vena cavagram performed to evaluate for central stenosis demonstrated two filter limbs projecting beyond the margin of the left caval wall. There was no evidence of related complication. No additional information was provided in the medical records received.